Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported clip caught the posterior portion of the vessel could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery (rcfa) was attempted using a starclose se device after an interventional procedure. Reportedly, the clip of the starclose se device caught the posterior portion of the vessel and became stuck. Flow of the vessel was compromised so a cut down procedure was performed. The left groin was then accessed and used to insert an "endo" stent to achieve hemostasis in the rcfa. There was no reported adverse patient sequela. There was clinically significant delay in the procedure due to the treatment. The physician is reportedly trained in the use of the starclose device. No additional information was provided. In addition, the following information was received via user facility medwatch (B)(4): starclose caught onto vessel, occluding the vessel. Surgeon accessed other side of the groin artery to attempt to fix endovascularly. Cut down on right groin (starclose side). Extended procedure unexpectedly. The patient is stable. No additional information was provided.